Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the lead to the implantable neurostimulator (ins) is currently broken and due to be replaced.

Event description:
Additional information was received. It was reported replacement has been done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue first started in 2024-jul-11. The lead has not yet been explanted. The cause was unknown. They have addressed all possible causes of damage and none have been identified. The patient does not partake in any sport, vigorous activity/work and has not had an accidents which may have caused impact or damage to the lead. Patient has been unable to attend the previous 2 dates that have been offered. When a news date is available, patient will have the faulty lead explanted and a new one implanted in the same procedure. The indication for use was fecal incontinence. Again, patient hasn¿t had any falls at all and they are very switched on/mindful of device. Patient is a very ¿active¿ person but only in the sense of busy social life etc. Worked as an interior designer so no manual work there. They had wondered if it could be yoga as that is the only activity patient does (although they don¿t do any ¿bendy¿ yoga). No migration, still was in exact position. There were no visible evidence of migration or damage on x-ray or explanted lead. The lead is very palpable under the skin. Patient is a very petite lady but unsure if this would have an impact. They had wondered if it could be yoga as that is the only activity patient does (although they don¿t do any ¿bendy¿ yoga), but patient stopped doing that after the second replacement which still broke anyway. Lead was placed on right s3.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# (B)(6), implanted: (B)(6) 2022, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 978b128, serial/lot #: (B)(6) , ubd: 2023-10-04, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.